Event description:
It was reported, the programmer screen is blank. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Blank display on bootup due to a loose lvds (low voltage differential signal) printed circuit board.